Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, since the device was not returned, the malfunction could not be confirmed, and the definitive root cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had image loss. The issue occurred during an unspecified procedure. The procedure was completed with an olympus backup device. There were no reports of patient harm.